Event description:
It was reported that sensor is reporting inaccurate low readings. The sensor is getting weak and lost sensor for six days. Customer gets a lost sensor within fifteen minutes into warm-up. The blood glucose reading is 200 mg/dl. Customer reported a cannula break. The cannula was painful and hard to remove. Customer called her mother for help removing the needle. Customer not sure if cannula is still in the skin, it is missing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor and found cannula bent in sensor base. No broken or missing parts noted.